Manufacturer narrative:
This product was reported in error. There was no damage to the reported product. This report, 1818910-2016-17365, will be rejected.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate

Event description:
Hospital manager complains of a discoloration on some of the acetabular reamer heads. The issue seems to be more prevalent where the reamers are laser etched however there are some of the reamers that have a generalized spotty discoloration.